Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this right atrial lead following initial positioning, high out of range pace impedances were exhibited. The lead was repositioned however the helix mechanism then failed to function as intended and the physician requested the lead be removed and replaced. No resulting adverse patient effects were reported and the lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the attempted implant of this right atrial lead following initial positioning, high out of range pace impedances were exhibited. The lead was repositioned however the helix mechanism then failed to function as intended and the physician requested the lead be removed and replaced. No resulting adverse patient effects were reported and the lead was returned for analysis.